Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficult to remove the suture and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4, lot number updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficult to remove the suture and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 was removed.

Event description:
Additional information was received stating that suture placement in the bilat common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to an aneurysm repair interventional procedure. Reportedly, a suture break occurred when the plunger of one of the proglide devices was removed. The sutures of the other two proglide devices were caught and the radiologist had to untangle them. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 15f and the aneurysm repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Event date: estimated date. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.na.

Event description:
It was reported that vessel puncture closure was attempted using three proglide devices. Reportedly, when attempting to deploy the suture of the three proglide devices, the suture was already cut within the devices. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.